Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via a medwatch report that a spectrum iq infusion pump did not deliver the expected volume during patient infusion. The pump indicated the intravenous (IV) fluid was delivered per the display, however the 1 liter bag was still full. The fluid was a child IV fluid (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.